Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty was not able to be confirmed as the stent had already been deployed. It is likely that the distal sheath was bent in the anatomy such that the ratchet ears began to tear into the distal sheath as noted on the returned unit. The investigation determined the reported deployment difficulty was likely due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal femoral artery. Using a crossover technique, the supera self-expanding stent system deployed until the last 2-3 cm of stent would not deploy any further. The ratchet mechanism would not advance the stent any further. The introducer sheath was pushed on and the distal end pushed the remainder of the stent out of the delivery system. The stent was then successfully deployed in the target lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.